Event description:
Caller reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support walked the caller through a pump reset, and the caller successfully started their sensor session afterward.